Event description:
During the procedure, the physician tried to re-sheath, and with less than of the device unsheathed, the device began to "buckle" and would not re-sheath. The physician had to settle for a more distal location that what he needed. Additionally, the proximal end of the stent was un-sheath in the supraclinoid-ica and the position was confirmed by angiogram. When the physician crossed the stent with the micro catheter, the proximal end "slipped into the aneurysm" leaving only the distal side of the aneurysm neck protected. A second stent (neuroforum stent) was needed to protect the proximal aneurysm's neck. The procedure was completed by using several coils. The patient tolerated the procedure without any complications. The patient had an immediate recovery and discharge the following day, however, the patient ws re-admitted a couple of days later for confusion and subsequently discharged after being placed decadron, and keppra. The patient was discharged in neurological stable condition.

Manufacturer narrative:
Note: facility lot no. 01993453 is cordis lot no. 13301129. Cordis neurovascular reported no product is expected to be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility, is unable to determine the exact cause for this incident. Facility, did review the device history records relative to the manufacturing, inspecting and packaging of lot 01993453. This packaging lot contained 47 units, which were shipped from facility, in 2007. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable. Additional information will be submitted within 30 days upon receipt.